Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that suction loss occurred during flap bed creation. A bandage contact lens was placed on the eye and the patient was sent home. Additional information has been requested.

Manufacturer narrative:
Based on quality assurance (qa) assessment, the product met specifications at the time of release. There were no additional suction-related issues following this event. It is not likely that the system contributed or caused this event. The root cause cannot be determined conclusively. (B)(4).